Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an alarm stating that the cartridge is to be changed and received it again after installing a new cartridge. The type of alarm was unknown to the customer. The customer's blood glucose level was high. The customer was able to install another cartridge with no alarm sounding. As this event had occurred in the past, troubleshooting to determine a possible cause of the alarm was unable to be performed by tandem technical support.